Manufacturer narrative:
This malfunction may have resulted in a possible accidental radiation occurrence. A ge service representative performed an onsite investigation. The ma values were evaluated and adjusted. The filament was recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed high ma error during pt examination. Since, this error occurred during a procedure with pt involvement, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this complaint